Event description:
It was reported that prior to starting a da vinci surgical procedure, it was noted that the jaws of the fenestrated bipolar forceps instrument did not meet. No missing or fallen pieces were reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the instrument grips tips were bent. The one grip tip was bent, causing side to side misalignment of grips. There was a .204 offset at the tips, indicating overloading at the tip. The instrument passed electrical continuity testing. The bent damage may have been due to likely mishandling/misuse. Additional observation not reported by site was the instrument pitch cables were frayed. The instrument was found with a frayed pitch cable at distal clevis hub. No damage was found at the clevis. Also, the instrument main tube had deep scratches and gouges. The distal end of main tube had various scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. The deep scratch and gouge damage may have been due to likely mishandling/misuse. No other damage found. The endowrist instrument instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the damage to the instrument's main tube, found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.